Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge") and urinary tract infection ("uti"). The patient was treated with surgery (hyst.(full),salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(4) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed ,vaginal discharge, uti. Event outcome were added. Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, uterine bleeding and dysfunctional uterine bleeding. Concurrent conditions included fatigue, sluggishness and premenstrual syndrome. Concomitant products included fluticasone propionate (flovent) since 2010, montelukast sodium (singulair) since 2010 and salbutamol (proventil) since 2010. In 2011, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal discharge ("vag. Discharge"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (ablation and hysterecomy (full), salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, urinary tract infection and dysmenorrhoea had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results- total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs and mr was received. New events abnormal bleeding (vaginal), dysmenorrhea were added. Concomitant drugs were added. Concomitant and historical conditions were added. New reporters were added. Lab data updated. Incident:; no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('gen. Abnormal. Bleed') and embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, uterine bleeding, dysfunctional uterine bleeding, uterine fibroid and adenomyosis. Concurrent conditions included fatigue, sluggishness and premenstrual syndrome. Concomitant products included fluticasone propionate (flovent) since 2010, montelukast sodium (singulair) since 2010 and salbutamol (proventil) since 2010. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral),oophorectomy (bilateral) and robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, urinary tract infection and dysmenorrhoea had resolved and the embedded device and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results- total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('gen. Abnormal. Bleed') and embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are silver colored metallic malleable coiled wires consistent with essure coils') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, uterine bleeding, dysfunctional uterine bleeding, uterine fibroid and adenomyosis. Concurrent conditions included fatigue, sluggishness and premenstrual syndrome. Concomitant products included fluticasone propionate (flovent) since 2010, montelukast sodium (singulair) since 2010 and salbutamol (proventil) since 2010. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation, hysterecomy (full), salpingectomy (bilateral),oophorectomy (bilateral) and robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, urinary tract infection and dysmenorrhoea had resolved and the embedded device and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results- total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: event device embedded was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.